Event description:
It was reported that the patient received multiple inappropriate shocks. There was oversensing, loss of capture, high impedance, multiple short interval counts (sic), high thresholds or no stimulation, and low r-wave sensing. The lead had an apparent fracture. The lead was explanted, replaced and returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The overlay tubing of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated a lead impedance out of range alert, a lead noise alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.